Event description:
Failed adjustments due to elevated adjustment slopes for the intact parathyroid hormone (ipth) assay were observed using reagent lot 217 on the immulite 1000 instrument. There were no reports of delayed treatment or adverse health consequences as a result of the failed ipth adjustments.

Manufacturer narrative:
The customer called the siemens technical solution center (tsc) to report the failed adjustments for the ipth assay when using reagent lot 217. Siemens investigated this issue, and could not confirm the elevated slopes during adjustments. The cause of the elevated adjustment slopes is unknown.